Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of hypocupremia in a male patient who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. In (B)(6) 2004, the patient began using fixodent and super poligrip original. An unknown time later, the patient experienced "hypocupremia and extensive nerve damage resulting in numbness and pain in both feet and fingers and difficulty walking." Super poligrip original and fixodent were discontinued in (B)(6) 2010, according to the claim, the events were severe and permanent. Follow up information was received on (B)(4) 2011, via medical records. On (B)(6) 2010, copper level was 64 mcg/dl (normal 70 to 175). On (B)(6) 2010, the patient's zinc level was 118 mcg/dl (normal 60 to 130). On (B)(6) 2011, the patient was seen for a follow up visit for neuropathy. This case was upgraded and assessed to be medically significant by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).